Event description:
Reporter alleged obtaining an undosed result of 37 mg/dl on the compact plus system. No actions were reported taken or treatments received. No adverse event reported. A request was made for the return of the suspect device, and replacement product was sent.